Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated they had been trying to charge the patient's implant for the last 2-3 hours, but couldn't get the wireless recharger (wr) to connect to the implant. Caller said the implant was now down to 30% and they had tried reading the manual and tried charging with and without the belt, but that didn't resolve the issue. Caller said all the equipment was charged, but the wr would just keep beeping when over the implant. Agent asked, caller said the patient did not have a bandage over the implant anymore and incision was completely healed, with no open spots. Caller mentioned there might be a little spot of swelling still. Caller tried to start a recharge s ession during the call, but reported the middle number on the poor connection charging screen was at 0. Agent reviewed to reposition wr, but still caller couldn't get above 0. Agent had caller reset the wr and try again, but still could not get a connection. The I ssue was not resolved. The patient was redirected to their healthcare provider to further address the issue if caller still could not connect as time went on. No symptoms were reported.